Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * what do you mean by "the needle barely attached to the suture"? * what was the initial procedure? *please confirm how many devices that had suture needle pull off issue during this single procedure? It was reported" the whole box was the same" please clarify.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 12/21/2020. H6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: a detached needle of product was received for evaluation. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected, no marks by use of surgical instrument were noted on body needle. The suture was not received to determine the assignable cause and no functional tests could be performed. No conclusion could be reached as the needle get too easily detached from the suture rep samples: thirteen unopened samples of product were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. An winding former with three needle/suture combination in slot # 5, 6 and 7 of product were received for evaluation. During the visual inspection of three needle/sutures, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. The single complaint was reported with multiple events. There are no additional details regarding the additional events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Evaluations for actual additional samples received were submitted via 22, 10968-2020-10163, 2210968-2020-10165, 2210968-2020-10166 and 2210968-2020-10167.